Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted, but it was observed one of the grippers did not completely lower. Therefore, the clip was removed and replaced. Two clips were then successfully deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.